Event description:
It was reported that the user received an ¿insulin set expired¿ alarm after a supply change and the agent identified that the cannula had not been filled at the end of the change; after the cannula was filled per instructions, the alarm resolved, and the user received education on correct supply change steps. Symptoms included no reported clinical symptoms. Outcomes included no reported impact to health and no need for medical care. Investigation included troubleshooting with the user and review of use steps. Investigation of this case revealed use-related error during the supply change process that led to an alarm condition, with normal device function restored after proper cannula fill. It was concluded, based on previously established findings for similar reports, that the cause was user technique.